Event description:
It was reported that the patient presented for a follow up in clinic. The patient experienced true ventricular fibrillation (vf) and received high voltage therapy, a few which did not terminate the vf. The patient's right ventricular (rv) lead exhibited noise. There were no interventions and the patient status was unknown.